Event description:
The user facility reported that after priming the capiox custom pack, they tried to disconnect the l- connector on the reservoir lid, however, it was too stiff to disconnect. The product was used as it was. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation- clinical engineer. PMA/510(k)- k130520. The actual sample was received by ashitaka factory on 16 jun 2022. Inspection of the actual sample was performed. Visual inspection of the l-connector found multiple marks on the lock adapter indicating that it had been pinched with forceps. In comparison with a factory-retained sample (before assembled into a circuit), it was found that the l-connector of the actual sample had turned clockwise. In the assembling process, the l-connector is connected so that it faces between the rapid priming port and the 3/8" port. L-connector assembling is performed by holding the l-connector with the fingers to not change the direction it faces, and then turning the locking adaptor. As a trial, the l-connector of the factory-retained sample was turned to face the same direction as that of the actual sample. As a result, they mating condition became tighter and attempts to turn the locking adaptor to disengage became difficult. The l-connector was detached from the actual sample in the manner described below and was inspected under magnification. There was no other external anomalies, such as a breakage or deformity, than the forceps marks on the lock adapter. Proper way to detach l-connector from the reservoir: turn the lock adapter to loosen the mating. Hold and slightly incline the l-connector. Remove the l-connector by holding the base of the l-connector and rotating it. Magnifying inspection of the luer port to which the l-connector had been mated found no external anomaly such as a breakage or deformity. The taper (angle and dimensions of the connection point) of the l-connector and the luer port of the reservoir was measured with a luer taper gauge conforming to iso standards. It was confirmed to be compliant. Review of the manufacturing record and the product-release judgment record of the involved product/lot# combination confirmed that there were not any anomalies in them. A search of the complaint file found no other similar reports with the involved product code/lot# combination from other facilities. Based on the results of the investigation, it showed that there were no anomalies in the actual sample that could lead to the event pointed out. In the assembling process, the l-connector is attached by the operators manually so that its faces the same direction consistently. It is possible that the l-connector was tightened stiffer due to variance of operators, or that the orientation of the l-connector was changed for some reason after it was attached, making it difficult to disconnect. From the state of the actual sample, however, the cause of occurrence could not be clarified. (B)(4).